Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No malfunction of the mr system was observed. The reddening and blistering of the patient's skin can be explained by too close proximity of the patient skin to the cables of the coil. No specific padding was applied to prevent the cables from touching the patient, to ensure 2cm distance as prescribed in the instructions for use. Contributing factor in this case is the total whole body rf dose administered to the patient and the consecutive use of scans with a high sar. The coil was returned to the factory and it was observed that the cable of one of the coil elements was defective. In such case there is a possibility of rf interference, depending on the cable routing, distance to the patient and used scan protocols, in this case with high sar values. However, when the instructions for use are followed correctly and sufficient distance is kept between cable and patient, no injuries are to be expected. (B)(4).

Event description:
A customer reported to philips that a patient experienced a heating sensation during a pelvis examination using the torso xl coil. After the examination reddening of skin was observed on the back of the lower left arm of the patient, that developed into a blister of 2 x 3 cm.